Manufacturer narrative:
(B)(4). Inner insulation damage was noted at 19.0cm from the connector pin, consistent with damage due to suture tie down forces. This damage is consistent with the field observation of noise.

Event description:
It was reported that during the implant procedure after the pocket had been closed, noise on the atrial channel and insulation damage were observed. The lead was explanted and replaced when the noise persisted with a new, 2nd device. The patient was stable.